Event description:
It was reported that the patient called the hospital with an increase in power for some days. Flow and other parameters were not affected, and the patient was doing fine. Log file review showed electrostatic discharge (esd) events on (B)(6) 2022 followed by a power increase to 1.5 watts. The pump's temperature slightly increased from 46 to 51 degrees. There was no change in pulsatility index (pi) or flow. No other technical alarms occurred and the lvad was running stably during the download timeframe. The clinic discussed a reset for the pump electronics and will send a follow up log file. The pump was reset on (B)(6) 2022 by disconnecting and reconnecting the driveline from the controller. The reset was done without any issues and the power parameter returned back to the same normal values prior to the esd event. Log file review confirmed this. The patient was doing fine and discharged again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with electrostatic discharge (esd), in addition to elevated pump power. A specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log files captured a pump stop on 09dec2022 with associated low flow, low speed advisory/hazard, and pump stop fault flags. The pump stop event lasted approximately 3 seconds and, per design, did not last long enough to trigger an audible alarm. The event appeared to be consistent with esd. Following the pump stop event, pump power was slightly elevated. Pump power remained elevated until the driveline was disconnected and reconnected on 13dec2022, after which, pump power returned to baseline values. Before and after the pump stop events, the pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Additionally, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.